Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec and opening. A microscopic analysis was performed which an opening striated on the radius side consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striated opening on radius side due to surgical damage. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.